Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced had to call in to get reset lost settings, sticky/non responsive buttons, slower during rewinds, insulin flow blocked random no delivery messages. Transmitter malfunctions - problems connecting or staying connected, losing charger faster than when first got it, problems physically connecting to sensor the event involved product(s) mmt-1780kpk, mmt-332a, mmt-7020a.mmt-7811na, mmt-242a. Troubleshooting was not performed. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin squirting out/dripping out during fill tubing process. Customer reported insulin flow blocked alarm. Customer reported a loss of communication between the transmitter and the pump. Customer reported the transmitter battery was not lasting as long as expected. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. Product return for mmt-1780kpk is not expected. Product return for mmt-332a is not expected. Product return for mmt-7020a is not expected. It was unknown whether the customer will continue to use the transmitter or not. Product return for mmt-7811na is not expected. Product return for mmt-242a is not expected.